Manufacturer narrative:
(B)(4). (B)(6). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had a damaged fill port. The reporter stated that it was impossible to screw the syringe on during filling. The device was supposed to be filled with 8g of bristopen in 60cc of normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacture date: november 8, 2013 ¿ november 12, 2013. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection showed no defects. A laboratory syringe was used to fill the device with water with no defects noted. The reported problem was not verified. Should additional relevant information become available, a follow-up MDR will be submitted.